Event description:
The customer's mother reported that the customer was hospitalized due to stomach pain, vomiting, and hyperglycemia. The reported blood glucose reading was 539 mg/dl. It was also reported that the customer may have had a stomach virus. Troubleshooting was performed. However, testing on the insulin pump could not be performed because the customer's mother did not have the necessary supplies. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.